Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a new implantable neurostimulator (ins) put in because the previous on she was charging too much, and they put a new on in. It was noted that since the beginning of the first ins, the patient had to charge too much, so the ins was removed. There were no further complications or anticipations reported with this event.